Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "(B)(6) was inserting the cvc in the patient and found a needle hub crack. There was a leak noted. The device was replaced and a new kit used. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "dr (B)(6) was inserting the cvc in the patient and found a needle hub crack. There was a leak noted. The device was replaced and a new kit used. There was no reported patient harm or consequence.